Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 rack analyzer. The customer suspected an interference. The initial result was <0.100 miu/ml (negative). As the patient had a history of positive pregnancy strip tests, the sample was repeated and the result was <0.100 miu/ml (negative). The laboratory processed the same sample on a pregnancy test strip, and it was clearly positive. A uterine ultrasound was performed, but no gestational sac was observed.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.